Manufacturer narrative:
Lead: model: 3093-28, lot#: v510039, implanted: 2010 (B)(6), explanted: na, programmer: model: 3037, serial#: (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect for approximately the last three days, resulting in frequent urination. The lack of therapy started after the patient fell and hit the device. The patient could not feel stimulation, so stimulation was increased from 3.8v to 4.2v. The patient outcome was not reported. Additional information was requested but was unavailable at the time of this report.